Event description:
It was reported that during use of the device for a non-clinical activity, the roller pump occlusion knob was stuck in the fully occluded position and would not move. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. Per the user facility¿s biomedical engineer, the reported non-clinical activity was after the case was over and the set-up was being taking down. The field service representative (fsr) verified the reported complaint. The retaining ring was intact but was removed. The occlusion knob was greased, and a new retaining ring was installed. The knob was able to turn and functioned as intended. The roller pump passed functional testing. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.